Event description:
A malfunction alarm was reported without notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, ensuring the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.